Event description:
It was reported that the acetabular introducer was missing from the kit. A replacement item had to be sought from another hospital. Surgery start time was delayed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to make a correction. The following sections were updated: b4, b5, h1, h2, h10. Upon reassessment of the reported event, it was determined an MDR report should not have been submitted under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - (B)(4). Therefore, biomet UK ltd. Will not be sending any follow-ups regarding this product.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that the acetabular introducer was missing from the loaner kit. A replacement item had to be sought from another hospital. Surgery start time was delayed slightly.